Event description:
The customer woke up at 1:30am and tested their blood glucose and rec'd a result of 188mg/dl. The paramedics were called, 20 minutes later the emt's rec'd a result of 38mg/dl. The customer was given an IV and orange juice. No controls were being used. A request was made for the return of the suspect device and a replacement was sent.